Manufacturer narrative:
According to the surgeon the most likely cause of the event was very flexible lens leading to "z" syndrome. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens was explanted and exchanged to address "z" syndrome noted at fourth month f/u. Prior to the lens exchange bcva was 20/30 and the most current bcva is 20/25 and pt prognosis is good. This report pertains to the pt's right eye.